Event description:
Patient stating that the pump has a line through the screen and the battery chamber keeps popping open. Replacement pump will be sent. Did the product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; reported to (B)(6) by pt/caregiver.